Manufacturer narrative:
The product investigation could not duplicate the occurrence of this m31 air alarm. The cycler performed as designed and the readings were within the expected ranges. There was no visual evidence of dried fluid in the pneumatic tubing between the hydrophobic filters and the pump body. The simulated treatment was performed and completed without failure. There were no m31, and fluid leaks during the treatment. The clinical investigation concluded that the device created an alarm/message, as designed to alert the user of a potential problem. Inability to use the cycler or complete a treatment is not likely to result in serious injury. Peritonitis is typically due to touch contamination of the pd catheter/tubing connection and not attributed to the cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of death or serious injuries received between (B)(6) 2011 to (B)(6) 2013.

Event description:
Pt called tech support when he was in drain 1 with 66ml expected 2496ml when he got the m31 air detected in cassette and when checking the line, the pt stated the sees air in between the stay-safe connectors. Tech support provided info to re-setup the cycler or discontinue use of the cycler and follow the alternate treatment option. Then the pt stated he feels he may have peritonitis due to cloudy solution.